Manufacturer narrative:
Note; the customer reported that they received notification of the event occurring on (B)(6) 2019. The customer further stated that the date of event was 3-4 days prior to the customer receiving the event notification, therefore, an estimated date of event was chosen as (B)(6) 2019.

Event description:
It was reported that when the oncology department rn went to disconnect the tubing set from another mating device, the patient's blood began to back flow and leak from the distal port closest to the patient. Upon assessment, the blue piston to the port appeared to be stuck down which allowed the patient's blood to leak out onto the patient's clothes. The customer later stated that the adult patient was discharged a few days later and that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The customer¿s report of a leak from the blue port at the distal port (smartsite) due to stick down was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components visual inspection of the as received set observed a white cloudiness within the smartsite body. The white cloudiness is evidence of the prolonged use of alcohol for disinfection as it ingressed into the body of the smartsite. The prolonged use of alcohol can also temporarily affect the functionality of the smartsite causing a stick down, and leakage (evidenced by the blood was also observed within the tubing near the distal smartsite, on the surface of the smartsite, and on the injection port of the piston). Functional testing confirmed a piston stick down at the distal smartsite near the male luer end during a syringe flush. No other anomalies were observed on the smartsites or throughout the set during initial inspection. The root cause of the smartsite stick down was prolonged use of alcohol (for example from an alcohol disinfecting cap) that ingressed into the smartsite body causing the change in appearance and decreased functionality.

Event description:
It was reported that when the oncology department rn went to disconnect the tubing set from another mating device, the patient's blood began to back flow and leak from the distal port closest to the patient. Upon assessment, the blue piston to the port appeared to be stuck down which allowed the patient's blood to leak out onto the patient's clothes. The customer later stated that the adult patient was discharged a few days later and that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. The customer stated that the patient was an adult patient.

Event description:
It was reported that when the nurse went to disconnect the tubing set from another mating device, the patient's blood began to back flow and leak from the distal port closest to the patient. Upon assessment, the blue piston to the port appeared to be stuck down which allowed the patient's blood to leak out onto the patient's clothes. The customer later stated that the adult patient was discharged a few days later and that there were no adverse effects caused to the patient from the event.